Event description:
Contact reported that the tip of the depuy acromed hex driver broke off in the implant during final tightening. The tip could not be removed and was left in the screw. There was no adverse pt consequence as a result of this situation. As a portion of the device was left in the body an MDR is being filed to document this event.